Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. A14900) inserted for female sterilization. The patient's medical history included vitamin d deficiency and morbid obesity. Concurrent conditions included dysfunctional uterine bleeding and chronic cervicitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the right osteo was identified and the coil was then placed in its usual and customary fashion, three rings and a confirmation ring was noted. The same was performed on the left. Finalization revealed the coils to be in placed. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received. Lot number added. Event medical device removal was deleted and new event pelvic pain added. New reporters, concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. A14900) inserted for female sterilization. The patient's medical history included vitamin d deficiency and morbid obesity. Concurrent conditions included dysfunctional uterine bleeding and chronic cervicitis. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: the right osteo was identified and the coil was then placed in its usual and customary fashion, three rings and a confirmation ring was noted. The same was performed on the left. Finalization revealed the coils to be in placed. Lot number:a14900 manufacturing date:2012-05 expiration date:2015-05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.